Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of stenosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional xience sierra stents referenced in are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. On (B)(6) 2019, a 2.25x12mm (distal), 2.25x23mm (middle), and 2.50x28mm (proximal) xience sierra stents were deployed. On (B)(6) 2020, the patient was re-admitted for in-stent restenosis. Ballooning was performed to treat the stenosis; however, while ballooning the 2.25x23mm implanted stent, the stent fractured. A 2.5x15mm non-abbott stent was deployed to treat the fracture, but this caused a perforation. A second non-abbott stent was used to successfully treat the perforation. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.